Event description:
The hcp reported that the expected reservoir volume was 5 mls, but the aspirated amount was 34 mls. The pt was not going through withdrawals, because the pt was taking oral baclofen. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.